Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A new power cord was sent to the customer to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the controller,vest 105,bt power cord had copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event. The reporter did not communicate this event to another baxter department or authority.